Event description:
It was reported, that this right ventricular (rv) lead was not successfully implanted, due to high pacing threshold and insulation damage. The rv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed, that the high threshold allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection, that showed no conductor fractures. Furthermore, the damaged insulation was confirmed, based on the observation of cuts in the insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to high pacing threshold and insulation damage. The rv lead was never in service. No adverse patient effects were reported.